Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash from the lifevest by the vibration box and the left side of the electrodes. Patients granddaughter reported the irritation on the electrodes the skin broke with small blisters water. There was no alleged device malfunction contributing to the irritation. Patient reported that a doctor advised to use neosporin and gauze with paper tape. Doctor also advised to end use due to the rash. Follow up indicated that the irritation is improving.